Event description:
The affected individual claims he/she developed severe illnesses and injuries to skin such discoloration, soreness, rashes, respiratory and/or other related diseases, disorders and reactions allegedly caused by extended exposure to the chemical substances of the gloves. Claims are against multiple mfrs including unknown ones and it is not currently known whose gloves were involved.